Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead implanted (B)(6) 2014; 694765 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.